Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user observed a discrepancy between the pump-reported glucose and a fingerstick reading, with the pump showing 155 mg/dl while the fingerstick was 192 mg/dl; after calibration, the ilet reflected 192 mg/dl and delivered a correction, and the user also received education on adjusting device time. Customer care provided support that included customer communication, and troubleshooting that included calibration and time-setting guidance. Investigation of this case revealed a transient sensor-to-fingerstick mismatch that resolved with calibration, with no device alarm or persistent malfunction identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included correction dosing without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.